Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 65 mg/dl. The normal control range was 105-145 mg/dl. No adverse event were alleged. The customer was advised to return her test strips for eval, but she refused. A bottle of replacement test strips was sent to the customer.